Event description:
Plaintiff alleges that as a direct and proximate result of defendant's liability producing conduct and defective products, she has suffered physical injury and damage and has contracted severe and irreversible type I latex allergy, which is believed to be permanent and life threatenting. In addition, plaintiff alleges that she has in the past and will in the future experience physical injuries, pain and suffering, humiliation, loss of enjoyment of life, lost wages, lost earning capacity. Medical expenses, and medical monitoring expenses, embarrassment and humiliation, fright and apprehension, and emotional distress, all of which are believed to be permanent. Plaintiff's spouse alleges loss of consortium.